Event description:
The customer stated that her blood glucose readings had been lower than usual. While troubleshooting, it was discovered the meter was missing segments. The customer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter was sent to the customer.